Event description:
The customer stated that one patient sample (sid (B)(6)) generated a higher than expected result of 57 (unit of measure was not provided) for the architect ca19-9xr assay. A result of 37was obtained upon retesting the sample. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed against an ex-us product (02k91-25) that has a similar product (02k91-27) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report

Manufacturer narrative:
The customer reported falsely elevated results for two patient samples. Both patient samples were retested and the values were lower than the initial result. The trend review identified normal complaint activity for this issue. Initial accuracy testing was completed to evaluate the assay performance of lot 21130m500. The testing was inconclusive and completed troubleshooting of the instrument was performed with no instrument issues identified. Patient mean data (collected from abbott link) was reviewed. This data was used to calculate the average patient median, which was in turn used to determine the concentration difference of the reagent lot evaluated. The concentration difference was compared to the total allowable bias as defined by an internal requirement for the architect ca19-9xr assay. The evaluated lot did not exceed the internal requirement for the architect ca19-9xr assay. The evaluation determined that the lot in question reads patient results consistently. Based on the evaluation results, there was not enough information to suggest a malfunction since the issue was limited to two patient samples and the customer repeated the testing for both samples and obtained lower results for both.